Event description:
A lead impedance of 2500 ohms was observed. As a result an inappropriate shock was delivered. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.